Manufacturer narrative:
H10: manufacturing review: per the complaint history review (chr), there has been one complaint reported for this lot number. A DHR review is not required. Investigation summary: one hemostar hemodialysis catheter was returned for evaluation. Gross visual and functional evaluations were performed. The investigation is inconclusive as only one of the three devices reported were returned for evaluation, and the exact circumstances at the time of the reported event are unknown. No issues were identified in the device returned. Although a definitive root cause could not be determined, blockage and restriction of flow due to thrombus or a fibrin sheath formation could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during treatment, the catheter was allegedly blocked. It was further reported that another catheter was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2021).

Event description:
It was reported that during treatment, the catheter was allegedly blocked. It was further reported that another catheter was used to complete the procedure. There was no reported patient injury.